Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a health care professional (hcp) that the patient with this previously abandoned right ventricular (rv) lead has an infection. Furthermore, the hcp mentioned that the patient¿s device system will be extracted. There were no additional adverse patient effects reported. The rv lead remains capped.